Manufacturer narrative:
The user facility discovered the issue while testing the unit. The field service representative (fsr) was unable to duplicate the reported complaint. He did find the revolution per minute (rpm) displayed as 230 and the actual rpm was 248. The encoder wheel was inspected and white dust was found over some of the surfaces. The white dust was cleaned and rpm was retested. The displayed rpms matched the actual rpms. The pump ran for over a half an hour with no belt slip error messages.

Event description:
It was reported that during the use of the device for a non-clinical activity, a "belt slip" error was displayed. There was no patient involvement.

Manufacturer narrative:
Updated block: device available for evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed residue found on the opto-switches likely from the pumps encoder wheel causing the belt slip errors. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.